Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and replaced, the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing and visual inspection were normal with anomalies found.